Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation was preformed and the field representative was unable to replicate the reported event. However, they opted to replace the monitor anyway out of precaution. No further issues were reported. Analysis of the returned monitor confirmed an electrical failure as when it was connected to a known good system and powered up it was apparent that the back light was lit but the display was blank. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the navigation system's staff cart monitor had a green hue and was flickering. Rebooting the system resolved the issue temporarily only. There was no patient present when this issue was identified.

Manufacturer narrative:
Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.